Event description:
It was reported to philips that system had boot up issue. No harm was reported to philips. The device was outside clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected remotely with the customer and confirmed that the system had boot up issue. While restarting the system, the system displays the philips logo and would not proceed further. The philips field service engineer (fse) went onsite and found that the suite pc was not booting. Troubleshooting and the part analysis of the suite pc confirmed the malfunction and identified the hdd bay of suite pc was the cause of the system's startup problem. To resolve the issue, the fse replaced the complete suite pc, ssd os haswell and installed the software. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.